Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: investigation revealed a cracked battery compartment near the cover. The returned battery cap was used to complete testing. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment near the cover. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/28/2015.